Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The fse ran high sensitivity (hs) system check, system check, verified temperatures and ultrasonics and performed all alignments to the pipettor and noted no issues. System parameters such as quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The patient's sample was aliquoted into a transfer tube, re-centrifuged and reanalyzed on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. The sample was also repeated twice on the original access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system; once through the closed tube aliquoter (cta) and once bypassing the cta, and elevated results, outside of the assay's normal reference range, were obtained both times. The original elevated result was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. Quality control (qc), calibration, and system check were all performing within the assay and instrument specifications at the time of the event. The sample was collected in a mint top lithium heparin plasma tubes and was centrifuged for ten (10) minutes in a stat spin centrifuge at 5100 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.